Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the reason for calling was due to difficulty recharging the ins. The rtm was "finnicky", stating that patient started the charge of his ins with the controller at 100%, but the controller battery depleted and the ins battery didn't increment. He saw an "error code 3 contact medtronic" on the screen. During 12h of charging, the ins battery stayed at 0. He had done controller resets, repositioned the rtm, and wiggled the cord to try get the device to work. The relay boxon the rtm cord made clicking noises but the wire going into the paddle was getting hot. The ins was dead and he couldn't feel stimulation. Patient tried charging over the phone but reported getting stuck in passive recharge mode with all 0s, despite the rtm paddle being directly over the ins. All of these problems started about a month or two ago, noting that he would only be able to charge laying down, and that it took longer to charge the ins.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) serial number (B)(6) found there was a no device found message and the rtm was scrapped after failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.